Manufacturer narrative:
A follow up emdr will be submitted when additional information becomes available. The log files were requested for analysis, but not received yet.

Event description:
It was reported that during patient treatment the touchscreen did not respond. No indication of actual or potential for harm or death was reported. Information received on (B)(6) 2021, that the device was changed during treatment. Complaint number: (B)(4).

Event description:
Complaintnumber: (B)(4).

Manufacturer narrative:
It was reported that the touch screen of the cardiohelp did not respond during treatment. A getinge field service technician (fst) was sent for investigation on 2021-06-02. He could not duplicate the reported failure. A touchscreen calibration was completed a couple of times as a precaution action. The unit was tested and put back in use. The logfiles were analyzed by getinge life-cycle-engineering on 2021-07-30. The reported failure is related to a temporarily reaction failure to touch panel input. In regards to this failure and to avoid reoccurring it is necessary to replace the touch panel with the new revision, which was replaced by getinge fst. The root cause for the reported cardiohelp failure "touch panel is not responding" is known. The touch panel foil (material#70505.3579_rev.02) which was used formerly showed an increased rate of connection problems. As a solution for that a new touch panel was implemented and is built in cardiohelp units since september, 2019. In regards to the replacement of this part a service bulletin (issue 82 / 2019-09-25) was provided to the sales and service units. Based on the investigation results, the reported failure "touch screen of the cardiohelp did not respond", could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.